Event description:
It was reported that the customer received a no delivery alarm and the infusion set was changed. The customer mentioned being hospitalized with high blood glucose. The customer felt sick and head hurt. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates and bolus wizard settings were correct. Performed the high pressure test and passed. Advised the caller to change the entire infusion set and reservoir as well to treat the glucose level per doctor's instructions. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.